Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was heating up and bur attachments were hard to remove. There was no patient impact.

Manufacturer narrative:
The analysis was unable to confirm excessive heat as after 5 minutes, the device heated up to 107.2. The bearings were found corroded. The item was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was excessive heat. There was no patient or staff impact.